Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold. Additionally, the ra lead helix had difficulty in extending and retracting due to tissue stuck in helix. The ra lead was not used and replaced. The patient was in stable condition.